Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that during a hemicolectomy procedure, the disc tore away from the metal ring at the upper outer seal that rotates with your hand, they used a new like device to complete the case. No patient consequence was reported. Device was discarded.